Manufacturer narrative:
Bayer case number: (B)(4) chronic pain [pelvic pain female] , tendinitis [tendinitis] , muscle strains [muscle strain] , joint pain [joint pain] , neck pain [neck pain] , back pain [back pain] , vasovagal episode [vasovagal attack], gastrointestinal problems (bloating) / abdominal fullness [abdominal bloating] , excessive flatulence [excessive flatulence], dry eyes [dry eyes] , chronic fatigue [chronic fatigue] , sleep disturbances, [sleep disturbance], nausea [nausea] , dizziness [dizziness] , arrhythmia [arrhythmia] , dental poblems [disorder tooth] , memory disturbance [memory disturbance] , impaired concentration [concentration impaired], excessive perspiration [perspiration excessive], depressive tendency [depression] , presence of heavy metals [heavy metal poisoning] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-feb-2026. The most recent information was received on 10-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 47-year-old female patient who had essure inserted (lot no. C26957) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion intervention required), tendonitis ("tendinitis"), muscle strain ("muscle strains"), arthralgia ("joint pain"), neck pain ("neck pain"), back pain ("back pain"), presyncope ("vasovagal episode"), abdominal distension ("gastrointestinal problems (bloating) / abdominal fullness"), flatulence ("excessive flatulence"), dry eye ("dry eyes"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbances,"), nausea ("nausea"), dizziness ("dizziness"), arrhythmia ("arrhythmia"), tooth disorder ("dental poblems"), memory impairment ("memory disturbance"), disturbance in attention ("impaired concentration"), hyperhidrosis ("excessive perspiration"), depression ("depressive tendency") and metal poisoning ("presence of heavy metals"). Essure was removed on (B)(6) 2026. The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, fatigue, depression and metal poisoning had not resolved. The outcomes for tendonitis, muscle strain, arthralgia, neck pain, back pain, presyncope, abdominal distension, flatulence, dry eye, sleep disorder, nausea, dizziness, arrhythmia, tooth disorder, memory impairment, disturbance in attention and hyperhidrosis were unknown. No causality assessment was received for essure with regard to tendonitis, arthralgia, neck pain, back pain, presyncope, muscle strain, flatulence, fatigue, sleep disorder, nausea, arrhythmia, pelvic pain, depression, abdominal distension, dry eye, dizziness, tooth disorder, memory impairment, disturbance in attention, hyperhidrosis or metal poisoning. The reporter commented: period of occurrence during 2018 all these ailments are chronic, and they become increasingly longer lasting and more painful. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Batch number: c26957; manufacture date: 2014-02-24; expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-feb-2026: quality safety evaluation of product technical complaint. Upon internal review, gastrointestinal problems (bloating) and abdominal fullness were merged. Imdrf e and f codes were updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) chronic pain [pelvic pain female] tendinitis [tendinitis] muscle strains [muscle strain] joint pain [joint pain] neck pain [neck pain] back pain [back pain] vasovagal episode [vasovagal attack] gastrointestinal problems (bloating) [bloating] excessive flatulence [excessive flatulence] abdominal fullness [abdominal fullness] dry eyes [dry eyes] chronic fatigue [chronic fatigue] sleep disturbances, [sleep disturbance] nausea [nausea] dizziness [dizziness] arrhythmia [arrhythmia] dental problems [disorder tooth] memory disturbance [memory disturbance] impaired concentration [concentration impaired] excessive perspiration [perspiration excessive] depressive tendency [depression] presence of heavy metals [heavy metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 47-year-old female patient who had essure inserted (lot no. C26957) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion intervention required), tendonitis ("tendinitis"), muscle strain ("muscle strains"), arthralgia ("joint pain"), neck pain ("neck pain"), back pain ("back pain"), presyncope ("vasovagal episode"), bloating ("gastrointestinal problems (bloating)"), flatulence ("excessive flatulence"), abdominal fullness ("abdominal fullness"), dry eye ("dry eyes"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbances,"), nausea ("nausea"), dizziness ("dizziness"), arrhythmia ("arrhythmia"), tooth disorder ("dental problems"), memory impairment ("memory disturbance"), disturbance in attention ("impaired concentration"), hyperhidrosis ("excessive perspiration"), depression ("depressive tendency") and metal poisoning ("presence of heavy metals").the patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2026 at the time of the report, the pelvic pain, fatigue, depression and metal poisoning had not resolved. The outcomes for tendonitis, muscle strain, arthralgia, neck pain, back pain, presyncope, abdominal distension, flatulence, dry eye, sleep disorder, nausea, dizziness, arrhythmia, tooth disorder, memory impairment, disturbance in attention and hyperhidrosis were unknown. No causality assessment was received for essure with regard to tendonitis, arthralgia, neck pain, back pain, presyncope, muscle strain, flatulence, abdominal fullness, fatigue, sleep disorder, nausea, arrhythmia, pelvic pain, depression, bloating, dry eye, dizziness, tooth disorder, memory impairment, disturbance in attention, hyperhidrosis or metal poisoning. The reporter commented: period of occurrence during 2018 all these ailments are chronic, and they become increasingly longer lasting and more painful. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.